Event description:
Rptr has received two separate complaints regarding this rpoduct. 1) difficult to turn/can't prime. Two devices returned to MFR. Lot #s unknown. 2) device infusing too fast. Several incidents late 12/95, 3 incidents 11/29/96 (lots listed) 1 incident 1/25/96, 1 on 1/26/96 (no lots). Devices returned to MFR.